Manufacturer narrative:
Continuation of d10: product ID 8780 lot# (B)(6) implanted: (B)(6) 2015 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the device was explanted on (B)(6) 2020.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on (B)(6) 2020 regarding a patient receiving baclofen (50 0mcg/ml at 156mcg/day) and morphine (2mg/ml at an unknown dose) via an implanted infusion pump. It was reported that the patient's pump had 15ml in the reservoir at the time of a refill on (B)(6) 2020 when 2.9ml were expected. The patient was brought in to do a dye study on (B)(6) 2020 and the volume was supposed to be 24.7ml but 34ml were in the pump. A rotor study showed that the pump was functioning properly but the catheter could not be aspirated. The catheter tip was confirmed to be at mid t8, and it was noted that a catheter occlusion had occurred. The patient was referred for a catheter exploration/revisionconsult but no surgery had been scheduled at the time of report. The issue was unresolved and the patient's status was alive - no injury. No further complications were reported or anticipated.